Event description:
It was reported that this brady lead was not implanted successfully due to unknown product performance anomaly. A new lead was placed. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to capture additional information. There is no allegation with the lead or patient complications. This does not meet reportable criteria.

Event description:
It was reported that this brady lead was not implanted successfully due to unknown product performance anomaly. A new lead was placed. No adverse patient effects were reported. Additional information indicated this brady lead was not implanted successfully due to patient anatomy. There is no allegation with the lead or patient complications.